Event description:
Pt was receiving right cataract with iol removal and vitrectomy. During vitrectomy, the vitrectomy machine malfunctioned. Machine was not aspirating, but was infusing. As a result, the pt was left with fragments of lens sitting on his retina. Pt will have 'floaters' as a result.